Event description:
The tip of the hexagonal screwdriver broke off and could not be removed. The tip remains in the patient.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.